Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device primary audio post and watchdog errors. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seal to be intact, the device was observed to be in good condition with no appearance of any physical damage. The device?s event history log was reviewed for evidence of the reported event, ?primary audible alarm post? Was found in the history log. To conduct functional testing, the device was powered up and an audio test was performed. Upon power up, the reported problem was unable to be duplicated, and the audio test passed. Repair was not needed due to no problem being found on the speaker; device passed all functional tests. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.